Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 4.8cm from connector pin, consistent with friction against the ICD.